Event description:
Wire inserted into body but read inaccurate pressure. The wire was pulled out, re-zeroed, unplugged, and reprepped and then the device was reinserted into body but it still read inaccurate pressure. So, a new wire was used and worked fine (not lot numbers).